Event description:
A report was received stating that a tracheostomy tube had created a pressure ulcer at the patient's stoma. The ulcer was treated using standard wound care techniques. The report did not indicate that a device failure caused or contributed to the event. No further adverse effect to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.